Manufacturer narrative:
(B)(4). Evaluation summary: the reported of a manual drain volume of 5500 ml, a volume of fluid that meets the increased intra-peritoneal volume (iipv) criteria, was neither confirmed in the device logs nor duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device functioned normally during pal testing. The assignable cause of the reported difficulty of an iipv was undetermined. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. The root cause for this issue is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected by not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Event description:
A customer contacted baxter's technical service center and provided a spontaneous report that on an unknown date during drain 4 of 4 the homechoice (hc) dumped too much solution in him. Home patient (hp) reported he performed two consecutive manual drains after ending therapy with a total drain volume of 5500ml. Follow up with the hp confirmed no therapy or manual exchanges were performed between the manual drains. The fill volume was 2600ml. This drain volume meets increased intra-peritoneal volume (iipv) criteria. Hp could not recall if he bypassed any alarms during this incident. Hp reported and the peritoneal dialysis (pd) nurse confirmed that the hp had fibrin at the time of this event which was treated and resolved with heparin. Hp reported on (B)(6) 2010 he was doing very well with no reported issues or problems.